Event description:
One touch basic original was reading not ok when powered on. The customer care presentative verified this. The medical affairs specialist called the patient to verify the information. The patient states they got the not ok message, replaced the battery and it still showed no ok when powering on. Patient states they were not having any symptoms of high or low blood sugar and did not seek any treatment at the time of the concern. The meter was replaced in a field exchange. They spoke an incidence involving hospitalization, which was approximately 1 week ago and was not related to the meter.